Manufacturer narrative:
Field follow-up reported that there were no concerns from the physician regarding the devices longevity. No further data analysis was completed and the field representative suspected that the estimated longevity percentage had returned to a normal value post surgical procedure. To date, this unit remains implanted and in service with no further concerns.

Event description:
Boston scientific received information that post surgical intervention due to previously abandoned non boston scientific leads, the local field representative expressed concerned about this devices projected remaining capacity. A technical services longevity evaluation was requested; however it was stated the observations were unbeknownst to the physician. It was suspected that perhaps due to a long telemetry session during the previous procedure, the device longevity may have been impacted. The physician was made aware of the concern.